Manufacturer narrative:
The sample was clear. The customer stated that qc was within the established ranges. The customer indicated that a new reagent was loaded on (B)(4) 2011. Bec hotline suggested service but the customer preferred troubleshooting. Bec hotline had the customer perform weekly maintenance and then a lamp calibration. They were also instructed to prime and watch the fill/drain/stir for bubbles in the cup, replace or clean the stirrer. Bec hotline instructed the customer to watch out for delta check and repeat on the other instrument. The root cause for this event has not been determined.

Event description:
A customer reported to beckman coulter inc. (Bec) that the unicel dxc 800 pro synchron chemistry analyzer had been randomly generating erroneously high phosphorus (phosm) results for the last two weeks. The results were not reported out of the lab. Repeat testing generated normal results. The customer provided one example and is shown. There was no change to patient treatment or diagnosis.